Event description:
Analyzed fio2 displayed on inomax device began drifting downward, not correlating with set value. Hi calibration was done by the respiratory therapist, following which the device gave an error message, "o2 cell failure". The patient was switched to another identical device without problem, the malfunctioning device taken out of service, tagged.